Event description:
On 1/3/93, a 69-yr-old male pt who had a history of left-sided hemiplegia secondary to a cva, was admitted to the hosp for new onset seizures. On 1/10/94, the pt was found by a rn and nurse's aide with his head caught in the middle section of the right upper siderail of a bed. The siderail was in the raised position and the head of the bed was elevated approx 30 degrees. The pt was cyanotic, pulseless and unresponsive. Resuscitative measures were performed; however, the pt expired.